Event description:
The customer opened a new carton of contour next test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips were discarded by the customer, so strip information could not be provided. Replacement strips were sent to him.